Manufacturer narrative:
(B)(4). UDI# (B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery once opened the outer package (paper box), it was noticed that the inner and outer sterile package was damaged. Surgery completed with another item available immediately, without harm to patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d2, d10, g4, g7, h1, h2, h3, h6, h10. D4 unique identifier (UDI) number: (B)(4). G3: report source, foreign - event occurred in italy. D10: the product has not been returned to zimmer biomet for investigation. A review of the manufacturing history records confirms no abnormalities or deviations reported. This event occurred during surgery but did not report any patient/user harm or any delay to surgery greater than 30 minutes (no delay was reported). The surgery was completed with an alternative device. Regulatory assessment determines that the occurrence of the event and the risk remains within the acceptable limits identified in the risk management report. Corrective actions: the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Stock investigation: a stock investigation is not required as the packaging issue is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product has not been returned.

Event description:
It was reported that during surgery once opened the outer package (paper box), it was noticed that the inner and outer sterile package was damaged. Surgery completed with another item available immediately, without harm to patient.